Manufacturer narrative:
On 4/4/2017, the philips field service engineer (fse) went onsite and replaced the therapy pcb to resolve the problem. All the tests have been carried out to certify the operation to the pre-fault conditions. The device remains at customer site.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was unable to acquire a leads ECG waveform. There was no patient harm reported. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model # 861290.